Event description:
During laparoscopic exam for pelvic pain, hydrosalpinx diagnosed. Attempted salpingo-oophorectomy unsuccessful due to malfunction of endo gia. 30. Staples fired, but tissue not cut. In addition, the instrument could not be opened in order to free the tissue. Several attempts to remove the endo gia were unsuccessful. An open (laparotomy) procedure was necessary to remove the instrument with the specimen attached.